Manufacturer narrative:
The customer has confirmed that the product has been discarded and is not available for eval. Without the device codman is unable to conduct a proper investigation. A lot number has been provided, therefore, a review of the device history records was performed. The review confirmed that the product conformed to specs when released to stock in 10/05. Based on the results of this investigation, no further action is required. If at some point the proudct is returned for eval, a follow up report will be filed. Trends will be monitored for this and/or similar complaints. At the present time this complaint is considered to be closed.

Event description:
Customer reports that the valve failed causing altered mental status, increased intracranial pressure due to hydrocephalus. The pt had to return to the o.r. Four days later for a valve exchange. The risk mgr confirmed that the product had been discarded after explant. A review of the device history records will need to be performed.